Manufacturer narrative:
Investigation of this report is currently in progress. During investigation for more information for MFR report# 2936999-2006-00648, reporter informed nellcor puritan bennett of this report.

Event description:
In 2006, nellcor puritan bennett received a report that during intubation the 6fr stylet got stuck in the endotracheal tube and required extubtaion and reintubation.